Event description:
There was an allegation of a questionable elecsys igm gen 2 immunoassay result for one patient from the cobas 8000 cobas c 502 module. The initial result was 488 mg/dl and was reported outside of the laboratory. On (B)(6) 2021, the sample was repeated and the result was 132 mg/dl. This result was believed to be correct. The reagent lot number was 454877. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service representative checked multiple parts of the analyzer and could not find a cause. The customer ran calibration and qc with no issues. As the qc recovery was within range, there was no indication for a performance issue of the reagent or instrument. The analyzer alarm trace did not contain any conspicuous events. Although a specific cause could not be determined, the issue appeared to be resolved.